Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated potassium and sodium results generated on the alinity c processing module. The results provided were: (potassium normal range 3.5 mmol/l to 5.1 mmol/l) initial potassium = 8.6 mmol/l, repeat = 3.5 mmol/l; initial potassium = 9.3 mmol, l, repeat = 4.4 mmol/l; initial potassium = 9.0 mmol/l, repeat = 3.3 mmol/l; initial potassium = 9.3 mmol/l, repeat = 5.0 mmol/l; (sodium normal range 136 mmol/l to 145 mmol/l) initial sodium = 172 mmol/l, repeat = 138 mmol/l. All initial critical results were not reported out of the lab. No impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) performed a site visit and observed black particles in the water management unit (wmu) and low cycle counts when performing the cuvette washer test. The issue was resolved by replacing the water management unit and water distribution panel. No additional elevated potassium and sodium result issues have been reported since the parts were replaced. The instrument service history review revealed that there were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Tracking and trending review did not identify a trend for the issue associated with this ticket. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency was identified.